Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose. Caller stated that the customer gave himself too much insulin and his blood glucose dropped to 52 mg/dl. Paramedics were called and customer was hospitalized and currently in diabetic coma. Customer's blood glucose reading at the time the paramedics arrived was 52 mg/dl. Caller stated that the customer's infusion set cannula was bent when it was removed. Nothing further was reported.